Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the procedure, the device became lodged in the proximal part of the lesion. Mutiple attempts were made to remove the burr and eventually the burr was release by delivering another guide via left femoral approach and a second guidewire was used in the artery to deliver it past the entrapped burr. A balloon was also used and inflated in the lesion area. The balloons were removed and the burr was pulled out from the lesion back into the guide catheter. The patient did go to surgery for bypass of the calcified proximal lesion. No further complications were reported.